Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported her insulin pump was alarming with no delivery. Customer's blood glucose was over 100 mg/dl. During troubleshooting, customer was asked to disconnect and reconnect the reservoir and tubing. When customer ran a manual prime, the insulin pump again alarmed with no delivery. The reservoir may have been occluded. Customer was advised to change entire set as soon as possible. The reservoir will not be returning for analysis.